Manufacturer narrative:
(B)(4)

Event description:
The patient underwent generator and lead replacement on (B)(6) 2016 due to battery depletion and lead fracture. The explanted devices are expected to be returned but have not been received to date. Preoperative diagnostics on (B)(6) 2016 revealed ok impedance of 2506 ohms. However, when the old device was removed from its pocket of scar tissue, the surgeon noted that the electrode around it had broken insulation at multiple points. The surgeon visualized broken insulation at multiple points. This was felt to be likely the reason that his generator depleted its battery quickly. The surgeon made the decision to replace the entire electrode since the lost insulation might be shorting. During the lead replacement, there was a small amount of bleeding. This was felt to be from some scar tissue off the wall of the jugular. Additional relevant information has not been received to date

Manufacturer narrative:
Age at time of event, corrected data: 15. Initial MDR inadvertently listed the incorrect patient age. A. 2. Date of birth, corrected data: 09/25/2000. Initial MDR inadvertently listed the incorrect patient date of birth.

Event description:
Analysis of the generator was completed and an end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. During the bench interrogation, the pulsedisabled and eos warnings were set. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.882 volts, indicating an eos condition. The postburn electrical test results show that the pulse generator module performs according to functional specifications, except for one parameter. This condition does not indicate a failure of the device or the component, and is not expected to have an adverse effect on battery longevity. The ¿as-received¿ battery voltage was lower than typically observed for the noted consumption value. The generator was most likely at a neos state and the high energy exposure resulted in further energy depletion from the battery. This resulted in the observed ¿pulse-disable¿ condition. Other than the noted events, there were no additional performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead has not been completed to date.

Event description:
The explanted generator and lead were received on 10/26/2016. Analysis is underway but has not been completed.

Manufacturer narrative:
(B)(4).

Event description:
An analysis was performed on the returned lead portions and the reported allegations of lead fracture and high impedance were not confirmed. During the visual analysis, abraded openings were observed on the outer silicone tubing. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Energy dispersion spectroscopy was performed on the deposit observed on the outer silicone tubing and identified the deposit as containing silicon, phosphorus, sodium and calcium. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of lead fracture and high impedance.